Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in a visceral artery using pod coils and a non-penumbra microcatheter. During the procedure, the pod coil would not advance more than 10 centimeters into the microcatheter. Therefore, the pod coil was removed. The procedure was completed using another pod coil and the same microcatheter. There was no report of an adverse effect to the patient.